Event description:
Event description boston scientific crm received information that this defibrillation lead exhibited increased thresholds and loss of capture. It was suspected that the lead microdislodged.